Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a potential reportable event. No additional patient or event information is available. No data or product was provided for investigation. Confirmation of the problem and root cause could not be determined as the complaint "yesterday I got the whole day no reading, in the evening when I took the transmitter off and on it again came the first value" was made via social media and the reporter could not be reached for additional information.